Manufacturer narrative:
Follow-up # 1 date of submission 07/12/2013- device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2013 with the following findings: the pump powered on normally with audio and vibratory sounds. The user settings in the pump history revealed all sound settings were set to vibrate. During testing, the sound settings were set to high. A ¿replace cartridge¿ alarm and a ¿low cartridge¿ warning were reproduced for investigation; the pump gave the appropriate sound and displayed the correct message on the screen. When the pump was set to vibrate, the alarms were reproduced and the pump vibrated appropriately. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. It was reported that the pump had a loss of tones for low cartridge alarms. A review of the alarm history confirmed low cartridge and replace cartridge alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.